Manufacturer narrative:
Internal report # (B)(4). No device problem reported by the customer. No product will be returned for investigation. Note: as per follow up on 02/25/2017: customers condition has improved. Caller states they called the doctor's office in regards to his symptoms and the doctor stated, "that it is going to take time before they see improvements." Caller states he felt tired and also states that the customer has gone to work. Additional blood test performed with the device and produced result of 308mg/dl fasting. Test strip: (B)(4).

Event description:
Consumer reported complaint for symptoms blood glucose test results. The customer is concerned with tests results from results obtained of 228 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer feeling funny and is experiencing blurred vision. Customer states that he will go to his doctor at this time because of these symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history.